Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle would not dispense insulin during the injection. The following information was provided by the initial reporter: "consumer reported needle is not dispensing the insulin during the injection. He stated it happened with every other needle." "Consumer uses new needle for his injection each time. He visually tests the needle to see if it is straight. Consumer does the priming only once for each new pen. Consumer firmly attaches the needle on to the pen."